Manufacturer narrative:
Additional information added date received. Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas). The pump was returned assembled with the driveline (dl) cut approximately 2.75 inches from the pump housing and the distal portion of the dl was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump''s inlet port. The sealed outflow graft and outflow graft bend relief were each severed lengthwise and at their hardware and returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port and the sealed outflow graft bend relief collar was returned detached from the device. Examination of the sealed inflow conduit and the sealed outflow conduit revealed depositions of tissue-like clotted blood. Tissue-like clotted blood and grainy, denatured blood was found throughout the pump, partially occluding the inlet stator and outlet stator and surrounding the inlet section of the rotor. The observed depositions appeared consistent with poor surface washing due to an interruption in flow; however, a specific cause for this period of low flow could not conclusively be determined through this evaluation. These depositions could have caused increased drag on the rotor, resulting in an increase in temperature within the pump that contributed to the observed denaturation. The depositions also could have contributed to the elevations in power, decrease in average pi, and momentary pump stoppages that were confirmed through the evaluation of the submitted system controller log file. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The device was interrogated on (B)(6) 2017. It was discovered that there was a pump stoppage, power elevations and low flows were observed. A red heart alarm symbol was illuminated. The patient was admitted to the hospital for further evaluation. A CT scan showed a thrombus in the outflow graft. The pump was turned off and the patient was supported with inotropes. On (B)(6) 2017, the patient underwent pump exchange. The patient was reported to be in stable condition post surgery. The manufacturers technical services reported that the log file showed a pump stoppage and or speed drop greater than 200 rpms below the low speed limit. The momentary pump stop was caused by a high current event.